Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri). The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.

Event description:
It was reported when the patient complained of discomfort at the device site, but exhibited no redness or signs of infection. The physician decided that since the patient was experiencing pain, and believed the issue to be device-related, the patient would be scheduled for a device repositioning procedure in which the device would be repositioned sub-pectorally. During a pocket revision procedure, it was noted that the device had (B)(6) remaining capacity. The device is part of the advisory for premature battery depletion with implantable cardioverter defibrillator. As such, the physician elected to explant and replace the device. The patient was stable before, during and post procedure.